Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient feels a fluttering / shocking / tingling / electrocution sensation in their left leg (starting from hip and going all the way down to the foot). It was uncomfortable and numbing their foot. Prior to calling, the patient decreased stimulation from 3.0 to 2.5 on program one. They have not been able to get a hold of their managing doctor. During the call, the patient changed to program two and tried to increase amplitude, but was unable to because stimulation was off. The patient claims they did not turn stimulation off during the call, so we are unsure how long stimulation has been off. The patient turned stimulation back on and felt vibrations in their leg on program 2 and stimulation in their hip on program 3. The patient felt stimulation between their legs in the pelvic floor on program 4 with an amplitude of 2.7. The patient will monitor symptoms and follow up with their doctor if needed.

Manufacturer narrative:
H6: patient code "c34857 and c50535" was omitted from prior report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.